Event description:
Device used within a stent in a transjugular intrahepatic portosystemic shunt (tips) procedure. Physician removed the device and observed a wire protruding out the side of the catheter approximately 3 to 3 1/2 cm from distal tip.